Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The troubleshooting was provided to the hospital by the field representative. As of today, the patient has not been brought back in for any other additional testing. The device continues to remain implanted and in service. No adverse patient effects have been reported.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a patient follow up, it was noted that this pacemaker had recorded episodes of noise on the atrial channel. The patient's right atrial (ra) lead is a non-boston scientific product. The pacing threshold measurements have remained less than 1 volt. The physician decided to program the device to vvi and turn off atrial sensing. A month later, atrial sensing was turned back on a real-time electrogram was captured to show the field representative the noise and oversensing that was observed. The electrogram was sent to boston scientific technical services (ts) for review. A ts consultant discussed that the noise observed is consistent with oversensing by the minute ventilation (mv) sensor caused by a high impedance condition. Additional troubleshooting was discussed including performing a full atrial lead check and turning off minute ventilation. No adverse patient effects were reported.